Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the patient underwent endovascular treatment of an abdominal aortic aneurysm with two gore® excluder® aaa endoprostheses. On (B)(6) 2018, routine follow up imaging identified an unspecified endoleak with aneurysmal sac enlargement (exact amount of growth is unknown). On (B)(6) 2018, an additional procedure was performed to treat the endoleak. According to the report, intra-procedural imaging identified a distal type I endoleak on the contralateral leg component implanted within the patient¿s left common iliac artery. Reportedly, the endoleak was caused by disease progression, resulting in iliac dilatation and lack of device apposition to the vessel wall. The endoleak was treated, with the implantation of a contralateral leg component for distal extension. According to the report, there was sufficient length within the artery to preserve the internal iliac artery. Final angiography showed resolution of the distal type I endoleak. No further adverse events were reported and the patient tolerated the procedure.